Event description:
The patient experienced a lack of effect 2 weeks after her implant and was unable to adjust her stimulation. The patient had poor communication with her device intermittently. The patient had to get up at night and also lost stimulation. There was no incident or accident. The patient was able to increase her stimulation to 6.1 volts, but stated that she didn't feel "thumping" as before. One week after adjusting, the patient had an overstimulation sensation. The patient turned the device off. The device was turned back on to 3 volts and the patient planned to monitor her symptoms. The patient was re-directed to her physician. Additional information was requested.

Manufacturer narrative:
(B) (4).